Event description:
Patient had two lesions treated during index procedure. One endeavor rx drug-eluting stent implanted to 1st obtuse marginal (ref MFR# 2953200-2010-01462). One endeavor rx drug-eluting stent implanted to mid rca. Patient was asymptomatic / free of symptoms at 30 day, 6 month and 1 year follow-up. Approximately 13 months post index procedure, it is reported that the patient suffered an ischemic stroke. Investigator provided the following information "patient had a stroke confirmed with CT, MRI not done due to implanted stent. Only medication was used. Patient discharged 20 days later without significant sequel". In the investigator's opinion the event was not related to the study stent or study procedure. Patient was asymptomatic / free of symptoms at 1.5 year follow-up.

Manufacturer narrative:
(B)(4): evaluation results: (cva/stroke).